Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a battery diagnostic anomaly. The battery longevity was shorter than the previously recorded longevity. On (B)(6) 2018, the patient presented for a device check and it was also noted that the device impedance had increased. No device intervention was performed. Patient was stable and will continue to be monitored.